Manufacturer narrative:
Block b3: exact date unknown, event occurred half and a month ago from date manufacturer was made aware.

Event description:
It was reported that the patient was not getting adequate coverage. The patient underwent a revision procedure wherein two new leads were added, and the ipg was replaced to accommodate the four leads. The patient was doing well postoperatively. The ipg will not be returned.